Event description:
The clinician reports the implant was inserted (B)(6) 2014 in fdi 22. On (B)(6) 2020, fracture of the implant was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.